Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power after being submerged in water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap was able to fully tighten to the pump. There was a battery compartment crack observed below the grip pad. A pump reboot event was observed in the black box on (B)(6) 2015. The pump was exercised for 24 hours with no reboot, loss of prime, or call service alarms. The pump's current draws were within specifications. No power issues were duplicated during investigation. There was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.